Event description:
It was reported that during use with a bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes the tube under filled. There was no reported patient impact. The following information was provided by the initial reporter: (4 of 4 complaints) underfilling of 367861 edta 4ml tubes.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-10-22. H6: investigation summary: bd received 100 samples and 1 photos from the customer for investigation. The photos were reviewed and the indicated failure mode for underfill with the incident lot was not observed. Additionally, 10 customer samples along with 10 retention samples from bd inventory, were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes the tube under filled. There was no reported patient impact. The following information was provided by the initial reporter: (4 of 4 complaints). Underfilling of 367861 edta 4ml tubes.